Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during the procedure. The reload did not fire. When the reload was loaded onto a new handle, the reload did not fire. When the reload was changed, the same handle was able to fire. No patient involved.